Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the viewing station of the imaging system powered down immediately after unplugging from the power outlet and the error was displayed for a brief moment. Medtronic representative worked with site to confirm and isolate the issue to the viewing station. Representative replaced uninterruptible power supply (ups) batteries and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess), when the imaging system was unplugged from an power outlet to be moved, a critical battery error was displayed. There was no patient present at the time of the issue.